Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was determined that the battery was close to the midline incision from a fusion. The patient will undergo a procedure to relocate and replaced the ipg. The physician did not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was determined that the battery was close to the midline incision from a fusion. The patient will undergo a procedure to relocate and replaced the ipg. The physician did not suspect device malfunction.